Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the motor drive unit was not running properly. The surgeon had to reverse the motor several times. The customer had difficulty with the unit driving the disposable and with removing the disposable handpiece from the motor drive unit. The device was replaced and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.